Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump's time and date. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the alleged time /date reset was duplicated due to a component failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.